Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 403:317:871:0000 was confirmed during product evaluation in the pump's event history. This condition was caused by a faulty user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 403:317:871:0000. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered that this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.63.92.